Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician stated the guidewire becoming stuck in the lead and unable to be removed has repeatedly happened to them during implant. The leads were not used. No patient complications have been reported as a result of this event.